Event description:
Sizer inserted into the colon through the rectum, sizer connected to the anvil, sizer closed and safety removed. Stapler fired but the sizer did not click. The sizer was carefully removed and found to have fired all the staples. Second device used and worked properly.